Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver was twisted during usage. The device was used to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Additional information: the returned plug driver was examined. The tip was found to be twisted in a manner consistent with over-torquing during plug installation; however, the associated handle was not returned for analysis so it cannot be definitively determined if it was out of the torque specification range. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a plug driver was twisted during usage. The device was used to complete the procedure. There were no reported patient impacts.